Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Other relevant history: cystocete, rectocele, urethrocele, stress urinary incontinence, constipation, incomplete cuff prolapse of the vagina post hysterectomy, grade 3 enterocele, and hypothyroidism. Concomitant therapy: implant of avaulta plus biosynthetic support system. Per additional information received, the patient has experienced extrusion with vaginal pain, post-menopausal vaginal bleeding, cramping and high posterior enterocele, nocturia, as well as urinary frequency, urgency incontinence, constipation, pelvic pressure, and loss of pelvic support protrusion of the vaginal wall when going to the bathroom and rectocele. G2, p1011, endometriosis, total abdominal hysterectomy with unilateral salpingo-oophorectomy (1979), menopausal vaginal mucosa atrophy, distal to proximal tear in the rectovaginal fascia, rotation of bladder neck with loss of posterior urethral vesicle angle, urinary frequency, urgency incontinence, protrusion of vaginal wall when going to the bathroom, pelvic pressure, loss of pelvic support, nocturia, and constipation. The indication for implantation of transvaginal mesh in this patient is cystocele and stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2008: underwent anterior paravaginal defect repair, avaulta mesh placement anteriorly, posterior paravaginal defect repair with posterior colporrhaphy, enterocele repair, sacrospinous ligament suspension, bilateral transobturator sling placement for stress urinary incontinence management (pelvilace), diagnostic cystoscopy, perineorrhaphy with perineoplasty under general endotracheal. Complications post pelvilace implant: 2010: avaulta mesh extrusion, vaginal pain, postmenopausal bleeding. Mesh revision surgery: in 2010: underwent avaulta vaginal mesh revision, cystoplasty for avaulta mesh extrusion, vaginal pain, postmenopausal bleeding under general laryngeal mask airway (lma) anesthesia. Following mesh revision surgery she did not developed serious complications and did not undergo any additional surgery. Complications post mesh revision surgery: in 2011: urinary tract infection minimal signs. Prescribed macrodantin (nitrofurantoin) 100 mg capsules further gynecological records are not available to know the progress of the patient.